Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator had a loss of capture during antitachycardia pacing therapy for a ventricular fibrillation episode. The episode was reviewed by technical services which confirmed that the antitachycardia pacing was losing capture but it did convert the rhythm and the shock was inhibited. There were no patient symptoms. The patient would continue with regular follow-up.